Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: product ID: 5554-53, implantable pacing lead, implanted: (B)(6) 2008; product ID: 5054-58, implantable pacing lead: implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. There was a measurement system lock-up that indicated eri. The device was reset successfully.

Event description:
It was reported the device experienced an electric reset. The reset was cleared and the device reprogrammed. The device remains in use. No patient complications have been reported as a result of this event.